Manufacturer narrative:
Additional information received on 31 may 2017 and includes: liner size 1/17 replaced with one of the same size and lot. Batch review performed on (B)(6) 2017. Lot 120004ar: (B)(4) items manufactured and released on 25 march 2014. Expiration date: 2017-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
Tibial insert revision due to infection.